Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day following the implant procedure, the right atrial (ra) lead exhibited no sensing or pacing. The lead was determined to be dislodged and a revision procedure was scheduled. During the revision procedure, an unknown guidewire was used and pierced through the lead near the suture. As a result, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough analysis was performed. Analysis confirmed the conductor coils were deformed/separated with a corresponding bulge in the insulation. This was most likely a result of the stylet escaping from the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.